Manufacturer narrative:
06/01/2025 was used as an approximate explant date, as the exact explant date was not provided. (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The reported patient symptoms is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented to the clinic with signs of erosion, which was identified via cystoscopy. A surgical procedure was performed to remove the aus and repair the erosion site. Several months later, the site had fully healed, and a new aus was implanted. No additional patient complications were reported.